Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." The following sections could not be completed with the limited information provided. Initial reporter - ni. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-02717 / 02719). Additional events for this patient reported on medwatch numbers 1825034-2016-02713 / 02714 & 02715 / 02716.

Event description:
Legal counsel reports patient underwent a right hip revision procedure approximately thirteen years post-implantation due to alleged metallosis, metal stained tissue, osteolysis, fractured liner, and metal debris. The femoral head, acetabular cup, and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.